Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor not running error. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case left corner was slightly dented, the plunger tube seal was out of place, and the plunger head was very loose and rotates. A review of the event history log (ehl) identified motor not running. During the functional testing the reported issue was unable to be duplicated. However, did find loose black teflon debris around worm coupling tip. The root cause of the issue was due to normal wear of worm coupling caused loose debris to cover worm coupling tip, causing intermittent motor not running error, the pump was over 5 years old. Replaced worm coupling and worm gear, also cleaned off u29 sensor of main board. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.